Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they believe that their pump is not working because they have experienced high blood glucose levels of up to 600 mg/dl. He treated with the pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. He stated that he was not getting any insulin for about 24 hours, even after changing his sets a few times. He disconnected and ran a few boluses and there was no insulin coming out. Customer said that he took 4 times the amount of insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.